Event description:
On 05/15/2013,a clinical sales representative (csr) from intuitive surgical, inc. (Isi) reported that the tip of the permanent cautery hook instrument allegedly started to melt during a da vinci si myomectomy procedure. There were no missing or fallen pieces reported. There was no allegation of patient injury as a result of the reported issue.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations revealed that the yaw pulley exhibited charring and localized melting at the base of the ceramic sleeve. Material was missing. Electrical continuity testing passed. No observations of exposed or damaged conductor wire. Additional observations found during investigations was a derailed yaw cable at the instrument's wrist. As a result, the cautery hook's instrument and functionality may not be precise. The customer reported complaint does not itself constitute a reportable event; however, the malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the csr to obtain additional information about the reported event. The csr confirmed with the user facility that the instrument was inspected prior to use. The instrument was used with a valley lab force fx electrosurgical unit with a setting of 35. The instrument was in use for about 15-20 minutes before the user facility observed a spark rising from the instrument's wrist. The patient did not suffer any injuries and the procedure was completed as planned in 2 hours. The patient's post operative condition was reportedly excellent and she did not experience any post operative complications or receive any post operative treatment. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the instrument allegedly sparked at the instrument's wrist. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.